Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgement occured. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician predilated with a 3.0x20mm balloon and attempted to reach the lesion with a 3.00x32mm taxus liberte drug eluting stent. However, the taxus stent slipped from the balloon inside the pt. The nurse disposed of the stent delivery system and the procedure was completed with another taxus liberte stent. There was no pt injury reported. This product is only ous approved but it is similar to a marketed us device. Additional info was requested but not provided.